Event description:
It was reported that the patient reported discomfort, felt tachycardia and palpitation. Further examination revealed that the device was found in backup vvi mode. The device was explanted and replaced. The patient is in stable condition.

Manufacturer narrative:
Analysis of the device image revealed that the device went into backup mode due to memory corruption. After the device was restored from backup mode, the device was found to be at above elective replacement indicator (eri). A longevity calculation was performed and found the battery depletion was normal based on the device usage. Functional testing was performed, and the device was found to be normal. The backup operation could not be reproduced. The cause of the memory corruption could not be determined. As a result of this, abbott is performing further investigation.